Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported mechanical jams. On (B)(6) 2023, the nurse used a disposable implantable drug delivery device for the patient to do chemotherapy according to the doctor's instructions. When it was pulled out, it was found in time and did not cause harm to medical personnel. No other information was provided.